Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 301 mg/dl and multiple boluses were delivered to address the bg level. Reportedly, the continuous glucose monitor (cgm) sensor was expired (normal operation) and customer stated that bg elevated possibly due to not monitoring bg level for several hours, as the customer was not near supplies to change out sensor. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. Upon follow up, the customer had administered insulin injections and the bg level was trending downward. The customer declined further follow up.